Manufacturer narrative:
(B)(4). Kim, young-hoo, park, jang-won, jang, young-soo (feb 2021) 20-year minimum outcomes and survival rate of high-flexion versus standard total knee arthroplasty. The journal of arthroplasty, vol. 36, issue 2, pages 560-565. Https://doi.org/10.1016/j.arth.2020.07.084. Concomitant medical devices - unknown nexgen lps articular surface catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown patella catalog #: ni lot #: ni. Report source - foreign: (B)(6). The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2021-00693, 0001822565-2021-00695, 0001822565-2021-00696 .device evaluated by manufacturer? Insufficient information.

Event description:
It was reported in a journal article that a patient underwent a knee arthroplasty revision to address infection. It is unknown how long the devices were implanted prior to the development of infection. Attempts have been made, however, no additional information is available at this time.